Event description:
It was reported that there was high threshold, high impedance and possible fracture on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d334vrg implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2011. (B)(4).